Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021, the customer alleged was for high bg and blank display. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, cracked keypad overlay, cracked case, battery tube threads - cracked, cracked case (battery tube), cracked retainer and corroded battery tube during the visual inspection. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, low battery alert(104) on (B)(6) 2021 at 19:15:00.000, replace battery alert on (B)(6) 2021 at 04:46:00.000, replace battery now alarm(11) on (B)(6) 2021 at 05:17:00.000 and power loss alarm(6) on (B)(6) 2021 at 05:54:25.000 were found in the history files. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current test, sleep current test, displacement test and dat at 0.0872, however, failed self test due to no vibration. Device was cut open to perform visual inspection and found moisture damage on the electronic assembly, force sensor, moisture on harness assembly vibrator and motor assembly noted. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high bg. Blank display not confirmed. Moisture damage was confirmed on the electronic assembly, force sensor, moisture on harness assembly vibrator and motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated they received new battery cap still insulin pump was not turned on. Display did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.